Manufacturer narrative:
The impella device was discarded by the customer and therefore, investigation of device was not possible. Should any new information be returned, a supplemental MDR will be filed.

Event description:
The complainant reported a (B)(6) patient presenting with cardiomyopathy. The impella cp optical device was selected for hemodynamic support. After less than 1 day of support, the patient was suspected of enduring hemolysis. As treatment, haptoglobin was delivered.